Event description:
Reportedly, on (B)(6) 2018, external noise resulting from electromagnetic interferences (emi) was observed in both channels on the recorded episodes. Fewer noisy episodes were recorded after the ventricular sensitivity threshold was reprogrammed to 0.6 mv and the persistence was increased during the previous follow-up. Slight fluctuations were also reported on the ventricular lead impedance measurements, as well as the presence of artifacts in the ventricular channel.